Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported they placed the PICC line to patient successfully. But at the time of investigations technician inject the contrast via PICC line. Then the repair connector leaked on the transparent leg. During this no injury to the patient and PICC line is patency not affected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong nxt connector was confirmed. One groshong nxt connector was returned for investigation. The connector was received without the oversleeve and the catheter tubing. A 5 mm curved split was observed at the distal end of the clear extension tubing. The surface of the split tubing was noted to be granular. Elastic weakness was observed in the tubing at the location of the split. The split allowed fluid to leak when infused with water. The wall thickness was found to be within specification. The observed characteristics of the split extension tubing are consistent with over-pressurization. The instructions for use (IFU) indicate that infusion pressure greater than 25 psi is not recommended. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported they placed the PICC line to patient successfully. But at the time of investigations technician inject the contrast via PICC line. Then the repair connector leaked on the transparent leg. During this no injury to the patient and PICC line is patency not affected.